Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was confirmed in the device's event history. The cause of the issue was found to be worn out clutch parts. The left and right clutch, clutch spring, worm gear, worm coupling and motor were replaced to fix the issue.

Event description:
The device was returned because it was reported that it had travel coarse errors during testing. The reported issue was confirmed during the investigation. There was no patient involvement.